Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a non-original packaging. The pouch was open from 3 of 4 sides and the probe was inserted into a handle when returned. There were traces of contamination observed on the handle and a dark discoloration on the pin connector. The continuity check of the handle was performed and electrically, resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement had no reading (open circuit) which was out of specification. The device was connected to a nim system using a 1.0ma stimulating current and 100v threshold for functional test, and while stimulating with a patient simulator, there was no feedback from the device, the output current remained at 0ma. Furthermore, an x-ray was performed to observe the internal construction of the device. During the x-ray, it was observed that (at the proximal end of the device) the copper wire was disconnected from the crimp connector located inside the pin connector. The complaint was confirmed, due to an out of specification condition. H6: previously applied codes fdm b21, fdr c21 and img g0301205 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there was no stimulation with the prass probe. The output current remained at 0ma despite correct connection of all leads and verification of electrode check. The procedure was completed using another stimulation probe. The probe was used after opening from a sealed package and there was no damage in the packaging. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.